Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. There was pacing inhibition with asystole of more than two seconds. The lead was abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.